Event description:
Information received with return of the explanted device notes that the patient complained of pectoral muscle stimulation. During surgery, it was revealed that there was nerve tissue overlying the pacemaker and bloody fluid grommet.~~~~~~~~